Event description:
The stimulator turned off by itself; the patient did not feel stimulation. The patient was able to turn the stimulation back on. The patient was encouraged to contact her hcp. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.